Event description:
It was reported that six days post implant, the patient came to the emergency department with chest discomfort and ultrasound diagnosed pericardial effusion due to perforation. A remote monitoring transmission also indicated that the right ventricular lead had high threshold. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.